Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed on (B)(6) 2011 and performed to specification up to (B)(6) 2015. The device failed a self-test due to a low battery on (B)(6) 2015 and remained in fault mode until (B)(6) 2015 when an increase in voltage suggests a further pad-pak was installed and the device passed a self-test. The device passed all self-tests up to (B)(6) 2016. The returned pad-pak was inserted into the device and passed a self-test. The green status led remained constantly lit throughout the power up. No warnings were given at shutdown and the status led remained constantly lit. This would confirm the reported fault. An acceptable shock was delivered during the testing. Upon visual inspection of the device corrosion was observed on the on/off button and the shock key. This would indicate moisture ingress. Investigation found the reported fault can be attributed to moisture ingress resulting in corrosion within the membrane. This resulted in the status led being constantly lit and increased current drain. The fault could not be replicated with a new membrane installed.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator flashing and beeping.